Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call the insulin pump was damaged. Customer blood glucose level was 289 mg/dl at the time of incident. Customer also stated that the reservoir lip was broke. The device will be returned for analysis.